Manufacturer narrative:
(B)(4). Batch # 376a54. Additional information was requested, and the following was received: could you please provide more details for the type of "foreign substances" found? Only this information was received - there was a foreign substance. Please provide a picture (if available) yes pfa. Did the device was used on patient? Yes. Could you please clarify if there were any patient consequences? It¿s unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? It¿s unknown. Per photographic evaluation: this is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a black reload from the top view and it appears to be unfired. The second and fifth photos show a black reload from the cartridge pan area and the swing tab can be seen slightly moved. Also, white stains could be observed on the cartridge pan. The third and fourth photos show a black reload from the top view with a retainer near. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sr75 reload was returned with no apparent damaged and outside of its packaging. However, white stains were found in the pan of the reload. The packaging was examined and no defects or foreign matter was noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event since the device was returned outside of its package. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure the cartridge was opened for use but found to have foreign substances on the cartridge.